Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit passed the test cut and the roller was not dull; however, the cutter was damaged and the roller was discolored. The roller and cutter were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during instrument check prior to surgery the roller no longer cuts well. It is blunt. No adverse events were reported as a result of this malfunction.